Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to water invasion of the scope connector which may have led to corrosion/malfunction of electronic parts such as circuit board at the scope connector, etc. It was also presumed that watertight of the scope connector was not secured because of strong external stress applied there. The event can be detected/prevented by following the warnings: important information ¿ please read before use ¦warning and cautions: warning ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. 1.4 warnings and cautions: warning ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. 3.1 the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿ withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿ withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of no image was confirmed. Breakage of the casing of the electronic connector allowed entry of liquids inside, which caused corrosion of all the electronic systems and led to the lack of image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a routine diagnostic examination, the evis exera iii bronchovideoscope was connected to the tower and no image was shown. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with the event.